Manufacturer narrative:
Insulin pump was received with missing segments/partial display due to cracked and bleeding on lcd glass. The device was received with cracked case at display window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the display was damaged. The customer¿s blood glucose level was unknown at the time of incident. Report does not provide any other information. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The insulin pump will be returned for analysis.